Event description:
New information received: programming changes were made. Patient came in clinic at a late date and oversensing issue was not observed. Patient is to seen for a follow up the week of (B)(6) for an advisory check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained rv oversensing was observed on the device. The patient did not receive therapy during the oversensing. Some programming changes were made and further programming changes were recommended. No further information available.